Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Also, no motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call the insulin pump alarmed motor error and off no power alarm. The customer¿s blood glucose level was 236 mg/dl at the time of the incident. Customer's parent stated that the customer woke up and notice motor error alarm in the insulin pump. Unable to perform motor error troubleshooting due to insulin pump has no power. Customer's parent also mentioned that low battery alert was not received prior to off no power alarm. Customer stated that brand new battery did not resolve the issue. Advised customer's parent to monitor insulin pump for off no power issue. Customer's parent also mentioned broken belt clip. The insulin pump is being replaced and will be returned for analysis.